Event description:
The 75 mm linear cutter blade only deployed half-way (50%) and stopped, causing a misfire. A second green load didn't work either and had to use a whole new stapler to re-staple the stomach.